Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) was replaced due to an intermittent black screen. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no errors in the system logs. Functional testing was performed and the unit powered on normally and successfully cauterized across all ports and instruments without issues. The display test was performed and passed. The probable root cause is attributed to a defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe generator screen was blank. The customer attempted to resolve the issue by power cycling both the system and the erbe, but the screen would still not come on. The customer swapped out the vision side cart for the case. A technical services engineer reviewed the logs but did not find any errors related to the issue. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.